Manufacturer narrative:
Other, other text: returned device was received in poor condition with physical damage. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface.the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical level 1 normoflo irrigation fast flow systems pole did not go down and the device had corroded board. No reported adverse effects.